Manufacturer narrative:
No information has been provided to date. Device evaluation: the device has not been returned. Investigation including root cause analysis is in progress a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a travel coarse error. No patient injury was reported.

Manufacturer narrative:
Other, other text: b5: additional information was received by the manufacturer and attached on 14-september-2022. There was no patient involvement. The issue was found during routine maintenance. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The customers reported problem was not related to any previous repair. Visual inspection of the device found crack on lower right corner of top case also crack on bottom case and right plunger case. There was no evidence of the reported problem recorded in the event history log (unable to download). The reported problem was duplicated. The investigation found check clutch error during occlusion test. Combination of lead screw and both clutches halves were found old, dirty and worn out due to normal wear; pump was over 6 years old. For corrective lead screw and both clutch halves were replaced. The root cause of reported problem was due to normal wear consistent with use. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously.